Event description:
It was reported that (1) device was used during a hysterectomy. It was reported by the affiliate that the mcl20 instrument jaws are not aligned correctly, causing the clips not to close correctly when fired. Another instrument was used to complete the case. There was no consequence to the pt.